Event description:
The reporter indicated that the pacer was explanted due to an infection. The associated leads were capped and left in the body. The replacement system was implanted on right side. Later, the original leads began eroding, thus they were extracted and another system was implanted.